Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-68 -user had poor technique. Test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back results obtained of 220 and 196 mg/dl. Customer stated that she just bought the meter/test strips (B)(6) 2017 and performed a back to back test prior to calling. The back to back tests were done using the same blood sample for both tests. Customer stated that the results were erratic and higher than her normal range. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 185 mg/dl and 164 mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 196 mg/dl date: (B)(6) time:11:32 am fasting, result 2 : 220 mg/dl date: (B)(6) time:11:31 am fasting. Customer is concerned with the results of 196 and 220 mg/dl in the meters memory.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back results obtained of 220 and 196 mg/dl. Customer stated that she just bought the meter/test strips (B)(6) 2017 and performed a back to back test prior to calling. The back to back tests were done using the same blood sample for both tests. Customer stated that the results were erratic and higher than her normal range. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 11/01/2017, a back to back blood test was performed by the customer fasting and produced test results of 185 mg/dl and 164 mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is 11/01/2017. The meter memory was reviewed for previous test result history: result 1 : 196 mg/dl date:11/01 time:11:32 am fasting result 2 : 220 mg/dl date:11/01 time:11:31 am fasting customer is concerned with the results of 196 and 220 mg/dl in the meters memory.